Event description:
It was reported that the user experienced repeat insulin leakage from the cartridge and connector of the ilet system, with wet components noted upon removal, concurrent with elevated blood glucose readings around 300 mg/dl and discordant dexcom g7 sensor values compared to fingerstick. Investigation included technical troubleshooting with the user and a guided supply change. Investigation of this case revealed resolution of insulin delivery after replacement of the cartridge and connector, with insulin delivery resuming and the user advised to monitor glucose; the dexcom g7 sensor was also replaced due to discordant readings. Symptoms included lethargy associated with hyperglycemia. Outcomes included the need for a temporary disconnection from the pump and administration of subcutaneous insulin by pen, followed by a full supply change with new unopened supplies. It was concluded that, based on previously established findings for similar reports, insulin leakage at the cartridge/connector interface likely contributed to hyperglycemia, and the issue resolved after replacement and proper setup, with user education provided on supply change and reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.